Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy in screw placement. The manufacturer representative reported that registration passed without a problem. All values were green. The representative reported that the first screw was implanted in the correct position, but all screws after that were shifted. After a second spin, the team noticed that the two screws on the left side of the patient were shifted medially approximately 4-5mm and the three screws on the right of the patient were shifted laterally by 4-5mm. The representative suspects a patient shift that went unnoticed. The surgical team removed the shifted screws and implanted them using a navigation system. There was no patient harm and the procedure was delayed less than one hour.